Event description:
The following info was reported: "reached 2nd stop shuttled halfway down device jammed. Converted to manual pressure to achieve hemostasis for 10 minutes". The pt was discharged from the hospital on (B)(6) 2014. The pt's hospitalization was not mynx related. Stick location: above common femoral artery. Vessel size: 5-7mm. Deployer: in training.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was covering the balloon. Shuttle movement was checked and no resistance was felt. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The narrative states that the operator shuttled halfway down and the device jammed. Kinks or deformity in the introducer sheath may obstruct the device path during deployment. However, the introducer sheath was not returned; therefore, a complete physical examination could not be made. The review of the lhr (lot f1330404) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info, the investigation performed and no returned introducer sheath, the root cause for the reported event could not be conclusively determined.